Event description:
A malfunction was reported with a malfunction code identified as malf 12, accompanied by a fault ID of 12-0x2071. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and no further malfunctions occurred after the reset. The customer was instructed to continue using the pump and to contact support again if any malfunction codes reappeared, and the customer acknowledged and understood these instructions.